Manufacturer narrative:
The device has not yet been made available to the manufacturer for evaluation, however it is believed that the malfunction occurred due to an electronic failure internal to the video processor.

Event description:
It was reported that the video processor unit shut itself off during and endoscopy case, resulting on loss of video function. There was no report of any adverse health consequence to the patient.